Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "deflation and exchange from textured to smooth implants".

Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth implants due to the patient's concern with the product. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases and more than three openings curved on the posterior. Leak test and microscopic analysis was performed which identified: more than three openings striated on the posterior and anterior, partial delamination on the plug strap disk shell. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is more than three striated openings on the posterior and anterior assessed as surgical damage consist in the use of some surgical tool and partial delamination on the plug strap disk shell assessed as adhesive failure.

Event description:
Device has been explanted.